Event description:
It was reported that the patient's pump had been moving in the pocket since implant. The patient had the pump moved in 2013 to the left side. The drug in the pump at the time of the event was unknown. Follow up was being performed to determine the cause of the pump movement, drug information, and patient outcome. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).